Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause was not known. A correction bolus was delivered to address bg. A supply change was performed, and the customer resumed insulin therapy on the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.